Manufacturer narrative:
Analysis was unable to replicate the customer experience of booting up to an error which could not be cleared however errors were confirmed on the error logs and the link electronic module was reseated and recalibrated as well as the software being reimaged, reloaded and updated to resolve. Analysis further noted that the hard drive health was at less than 100%, the programmer failed its right antenna test (right antenna was broken) and that the stylus cable was bent and cut but functioned properly. All found defective parts were replaced and the device passed final functional and system tests, no other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message on startup. The error could not be cleared. A new programmer was used to finish the case. The programmer was returned for repair. No patient complications have been reported as a result of this event.